Manufacturer narrative:
The following fields were updated due to additional information: d.10.: device available for eval yes, d.10.: returned to manufacturer on: 2020-11-08. H.6. Investigation: a device history record review was completed for provided material number 306547 and lot number 0148582. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, two physical samples were received for evaluation by our quality team. They came with no tip cap or saline solution. A visual inspection was performed and no damages or defects were observed. The samples were then tested for sustaining force and all results were found to be within specification. Based on the investigation results, the sample received did not show the symptom reported by the customer and an exact cause for this incident could not be identified.

Event description:
It was reported that the syr 10ml pump compatible saline 10ml fil plunger rod would not move forward during the flush. The following information was provided by the initial reporter: "plunger rod did not move forward when trying to flush line."

Manufacturer narrative:
The reported lot #: 0148582 was not found for the reported catalog #: 306547. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the syr 10ml pump compatible saline 10ml fil plunger rod would not move forward during the flush. The following information was provided by the initial reporter: "plunger rod did not move forward when trying to flush line".